Event description:
It was reported that: the patient had a wide rim defect. At first, flex ii asd 24mm was tried but complete atrioventricular block appeared. Pacing was performed but there was no improvement. It was decided to downsize to flex ii 21mm. After wiggling test, the device dropped out and this happened again. The implantation was found to be difficult and the procedure was suspended.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. Following the complaint received, no additional images or videos were provided to enable a comprehensive investigation into the root cause analysis. According to the customer, there were no reported issues with the flex ii asd device itself, but rather a procedure-related complication. Av block associated with flex ii asd implantation is a well-recognized complication. The case was further reviewed in consultation with a medical expert, confirming that atrioventricular (av) block is a recognized potential complication with flex ii asd device implantation. The risk of this adverse event escalates with the use of larger devices, particularly in pediatric patients such as in this case. Based on the investigation findings, including production records and medical expert assessment, no device related root cause could be determined for the reported event. Av block (arrhythmia) with flex ii asd implantation is a known inherent risk of the device and well documented in the IFU.